Event description:
A customer notified baxter corporate product surveillance (cps) of one ce intermate lv 100, 24 pack, 50126 which was observed to be melted at the bottom of the housing. This was observed before use when a technician removed it from the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination of the unit confirmed the reported condition. The cause of the separated condition was determined to be warping of the housing, from exposure to high temperature. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.